Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing. Noise also appeared on the egm but was not reproduced with isometric testing. The device was reprogrammed. All lead measurements were stable and in range. The patient was asymptomatic.